Event description:
Further follow-up indicates an extension was explanted on (B)(6) 2019

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03275, related manufacturer reference number: 1627487-2019-09774, related manufacturer reference number: 1627487-2019-09776, related manufacturer reference number: 3006705815-2019-03278, related manufacturer reference number: 1627487-2019-09781. It was reported that the patient experienced loss of stimulation. Diagnostics indicated multiple high and low impedance values. X-rays indicated there might be a slight pull out of the header. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.